Event description:
This lead was implanted on (B)(6) 2006 and remains implanted at this time. A call to technical services was placed on 05/16/2014 informing patient had infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), ny. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).